Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted and difficulty was encountered during use. Blood was noticed in the helium drive line. Therapy was stopped and the catheter was removed. The patient was not injured and there were no complications. No patient death was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted and difficulty was encountered during use. Blood was noticed in the helium drive line. Therapy was stopped and the catheter was removed. The patient was not injured and there were no complications. No patient death was reported.